Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead was broken, and had migrated as revealed through x-ray. No further course of action will be done, and the lead remained implanted.